Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Internal evaluation of the pump found that the customer had replaced the ultrasonic sensor, mechanism assembly, input/output printed circuit board (I/o pcb), and the processor pcb with parts belonging to other pumps. According to the device history record as well as written serial numbers on the parts the parts did not belong to the pump. This is an indication that the mechanisms are not original to the device and were installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. The device could not be repaired and has been removed from service.